Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 39 mg/dl while wearing the pod for an unknown amount of time. Symptoms reported include racing heart and anxiety. The patient treated the issue by eating honey and drinking a 16oz can of soda to rise his blood glucose levels. The patient was released the following day. The pod was not worn when they were seeking medical attention. It was reported by the patient that a automated delivery restriction message appeared then was delivering the 3 bolus on it's own with a total iob of 17.5 units while he was at 100 mg/dl.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. We are unable to confirm the reported uncommand bolus issue. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.